Event description:
It was reported that multiple malfunction alarms occurred. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 715 mg/dl and a ketone level identified as dangerous by healthcare provider. Prior to going to the ER manual insulin injections were administered in attempt to resolve the reported issue. While hospitalized the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.